Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2017 alleging the patient believed they experienced a hypoglycemic event while on insulin pump therapy. The reporter stated that on (B)(6) 2017 the patient was having lunch of a sandwich and two cookies with a friend at a very well-lit restaurant and couldn't see the pump¿s display screen and thinks they gave themselves too much of an insulin bolus via the pump. Troubleshooting by animas customer support revealed the patient never checked the bolus history because "they didn't know how". The patient reportedly didn't recall how much insulin they gave nor did they check their blood glucose level before or after lunch. The reporter stated that the patient was driving home from the restaurant and ¿passed out¿ while driving causing them to hit two cars. The patient reportedly later stated he hit a car, and that car hit another car. The patient reportedly stated that they can¿t recall the events leading up to this but recalls the crunching noise of hitting. The patient reportedly further stated that an ambulance was not called and that they were not injured. The reporter stated the patient was taken home by the tow truck driver. The reporter stated that when the patient got home they did not check their blood glucose nor did they check the pump¿s bolus history. The patient reportedly stated they were hypoglycemic for two hours and felt "not coherent". The patient reportedly stated they treated themselves by taking candy. The reporter stated that the individual that the patient allegedly hit is seeking compensation. The reporter stated that the patient had other health issues, but nothing that would affect their diabetes. Review of the pump history by animas customer support revealed the pump history only goes to (B)(6) 2017. The reporter stated that the patient has since lost their driver¿s license, has totaled a brand-new car and that the new car was towed away. The patient reportedly did not receive any treatment above or beyond the usual routine of diabetes care and management. This complaint is being reported because the patient allegedly have a serious injury while on insulin pump therapy associated with a dim/faded display and training/misuse.